Event description:
Related manufacturer number: 2017865-2022-17355. It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. During explant procedure, an insulation breach was noted on the right atrial lead. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.